Event description:
Ten meq / 100ml potassium chloride started at 0659. Rn stayed with pt as drop started. At 0710, bag "seemed to be empty for time handing." Channel off button pressed. After stopping the pump to stop potassium from infusing, the potassium continue to slowly infuse. Roller camp on tubing had to be closed and pt was unhooked from IV immediately.